Event description:
It was reported that a user attempted to pair a new dexcom g7 sensor to the ilet and pairing to the ilet failed while the user repeatedly entered the pairing code; the user was advised to leave the pump as is to allow the sensor to warm up, and no alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device alerts and an inability to complete pairing to the ilet during sensor warm-up. It was concluded that the event involved failure to establish communication during setup without patient harm and that the device function could not be fully assessed without further evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.